Manufacturer narrative:
The customer confirmed that the operator returned to work after the injury and did not request time-off work. The injury was no life threatening and did not result in permanent damage to the body. Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and observed the glucose module was not catching the latch to remain in up position. The fse replaced the rail to resolve the issue. There were no further issues reported by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported an operator injury occurred while troubleshooting the glucose module on their unicel® dxc 800 instrument. During troubleshooting, the glucose module fell on the operator's middle finger of her left hand. The operator had swelling and superficial cut on her middle finger. The customer stated that medical attention was sought due to the event. A physician administered a tetanus injection and gave naproxen sodium pain medication to the operator.